Event description:
"The patient was revised for a luxated hip where the mdm x3 liner and caput were shown to have separated." Update: the surgeon told me that the stem with the head on dislocated from the adm x3 liner, so the x3 liner was found outside in the soft tissues. When I inspected the adm liner and the head there were no visible signs of any damage.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.